Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 2 and 3. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.

Event description:
The following has been reported: biomed reported: I have another pump with erroring with misslodged tubing and tubing set problem, tubing set and cassette are functioning properly, and pumps was cleaned, and power cycled. No reports of patient harm or stopping infusion. Pump sn is(B)(6) a preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.